Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with any additional relevant information.

Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device failed as the plunger was pressed. When pulling the plunger back, no sutures were attached. Hemostasis was achieved using an angioseal. There were no reported patient effects. No additional information was available.